Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and information based on the legal manufacturer's final investigation. The subject device was returned and evaluated. The device was confirmed to have a dimmed screen. The screen was fogged up due to water immersion inside the charged coupled device. The subject device was determined that the product specifications were not met. No other defects were found during the inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "endoscope image disappearance and freezing (warning) - please strictly observe the following items. The endoscopic image may disappear unexpectedly during the examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage." Olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the issue occurred during procedure. The patient was under sedation due to the procedure.

Event description:
The customer reported to olympus, the image on the camera head was of poor quality. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.